Event description:
The pulsar-18 t3 peripheral self-expandable stent system was selected for treatment of a moderately calcified lesion (70% stenosis degree) in a moderately tortuous part of the mid sfa. The device was advanced to the pre-dilated target lesion. After partial deployment (about 2 cm), the stent could not be fully released despite several attempts and was therefore withdrawn.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the outer shaft has been retracted by about 11 mm. The stent has been partially released and has fractured. The distal stent portion was not returned. The proximal stent portion is trapped between the outer shaft and the distal radiopaque marker. About 94 mm of the stent are still crimped underneath the retractable shaft. The proximal radiopaque marker has slightly shifted. During the investigation, the handle was opened which revealed that all parts are present and correctly assembled. The proximal outer shaft portion has fractured inside the handle. The fracture site is plastically deformed which is indicative for an overload fracture. The proximal inner shaft portion shows signs of compression. In general, the findings indicate that the stent was blocked and pulled against the proximal stent stopper when the outer shaft was retracted. The blockage of the stent was most likely related to uncommonly high friction between the stent and the retractable outer shaft. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be identified. The final root cause for the reported event could not be determined.

Event description:
The pulsar-18 t3 peripheral self-expandable stent system was selected for treatment of a moderately calcified lesion (70% stenosis degree) in a moderately tortuous part of the mid sfa. The device was advanced to the pre-dilated target lesion. After partial deployment (about 2 cm), the stent could not be fully released despite several attempts and was therefore withdrawn.